Event description:
On (B)(6) 2014 it was reported that the patient's blood glucose level was elevated to 550 mg/dl. The patient changed her infusion set three times and changed her insulin cartridge. Her blood glucose level continued to be elevated the following morning, to 580 mg/dl. The patient noticed dampness in the cartridge compartment. She changed the cartridge and infusion set again. At 2:00pm her blood glucose level was 590 mg/dl and she changed the infusion set again. At 4:00pm her blood glucose level was 240 mg/dl and at 6:15 her level was 160 mg/dl. At 9:00pm her blood glucose level was hi and she felt sick and vomited. She changed her infusion set two times that night. At 3:00am she called for an emergency doctor and she was treated with insulin injections. The emergency doctor noticed that the self-adhesive of her infusion set was wet. The patient changed to an infusion set from a different lot and she was then able to control her blood glucose levels. Infusion set was requested to be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).